Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was menometrorrhagia, second degree uterine prolapse, cystocele with stress urinary incontinence, chronic vulvar abscesses. The procedures performed was diagnostic laparoscopy, total vaginal hysterectomy, bilateral salpingo-oophorectomy, excision of two right chronic abscesses, tension-free vaginal tape procedure. The complications post uretex implantation was voiding, urgency, frequency, pain when bladder is full and nocturia 3 times, history of incontinence, amount of microscopic hematuria. The complication post interventional surgery was some occasional low back pain, dyspareunia and stress incontinence.